Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product note the circular seal was cut. The envelope seal and cannula appeared intact. The obturator was received inserted into the cannula. Prolonged insertion can cause the envelope seal to become stretched. The obturator was inserted and removed from the cannula without restriction. Pmv performed functional testing; the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, when inserted obturator into cannula, nurse noted it was very tight. The procedure was completed with another device. The status of the patient was reported as no problem. The report also indicated that the sales rep confirmed the reported condition and that the device was different from his own device for demonstration. He also confirmed that the lumen of the tip of cannula was narrow and there was resistance when obturator was inserted there.